Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported no tidal volume. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date of report: 22jul2019. Date received by manufacturer: 07jun2019. The manufacturer¿s field service engineer (fse) could not confirm the reported issue. The manufacturer¿s field service engineer (fse) could not duplicate the reported problem, no problem found. The unit cycles normally with return tidal volume display showing in patient data screen, all flows and volume are within specification. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.